Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to pair a new dexcom g6 continuous glucose monitor (cgm) transmitter to the ilet pump, with the pump displaying an old transmitter serial and lacking the new sensor code, after which a sensor warm-up commenced, consistent with an incorrect pairing procedure and no applicable device component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect pairing procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.